Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer received a compromised force sensor system alarm while priming, and the drive support cap was sticking out. The customer was connected during the fill tubing process. Troubleshooting was not completed for the low as the customer declined. The insulin pump will not be returned for analysis.